Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 26 september 2021. Preliminary photo images of the complaint device were captured by the j&j japan affiliates. The pre-shipment photos were reviewed by the product analysis lab team. [Photo analysis]: based on the photos of the complaint device provided by the affiliate, it can be observed that the body of the 132cm embovac 71 aspiration catheter has multiple kinks and compressed areas. The distal body of the device is noted compressed and in stretched condition. No other damages were observed. A review of manufacturing documentation associated with this lot (30546092) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint reported that after the third pass, the ¿relatively long catheter part¿ of the embovac was crushed and the concomitant trevo trak 21 microcatheter was not able to pass through the device. As a result, the physician replaced the embovac with a competitor aspiration catheter. The reported issue that the embovac was crushed was confirmed based on the photos of the complaint devices received from the affiliate. The exact time when the device became compressed / crushed cannot be conclusively determined from the photos. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Further investigation will be performed once the device returns for analysis. H.6: the code ¿no findings available¿ was used in the investigation findings because the physical complaint device has not been received. This code corresponds with the ¿cause not established¿ in the investigation conclusion. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00458 and 3011370111-2021-00113. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 04-nov-2021. [Additional information]: on 04-nov-2021, additional information was received. The information indicated that the procedure was considered completed with the tici 2a score. Procedural films / images are not provided. There was no clinically significant delay in the procedure. E.1: the initial reporter phone: (B)(6). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00458 and 3011370111-2021-00113. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30546092) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Arterial occlusion is a known potential adverse event associated with the use of the embotrap ii and embovac in endovascular mechanical thrombectomy. The nature of the blood flow reduction (i.e., arterial spasm, stenosis, thromboembolism) was not reported. With the information provided, it is not possible to determine the root cause of the event. However, there are vessel characteristics, patient, and procedural factors that may have contributed. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus, vessel spasm, and acute occlusion. Since the arterial occlusion required additional intervention to preclude permanent damage to a body structure and the relationship of the devices to the reported event cannot be excluded, the event meets MDR reporting criteria for both the embovac and embotrap. Catheter kinking/damage during clinical use is a known and common occurrence occurring during angiography and is typically related to anatomy, technique, skill, and vessel tortuosity. The instructions for use cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. If the operator encounters kinking or damage during use, they are clinically trained to immediately discontinue manipulations and remove the product. Therefore, the potential for patient injury/death occurring as a result of this type of damage is remote. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2021-00113. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular mechanical thrombectomy of a right middle cerebral artery (mca) (m2 segment) occlusion, three passes were made with a 132cm embovac 71 aspiration catheter (ic71132ca / 30546092), trevo trak 21 microcatheter (stryker), and embotrap ii revascularization device (unknown product code & lot number) but the early frontal branch of the m1 segment became blocked. There was partial reperfusion at the target occlusion but the early frontal branch m1 segment was newly blocked. The physician also noted after the third pass that the ¿relatively long catheter part¿ of the embovac was crushed and the concomitant trevo trak 21 microcatheter was not able to pass through the device. The physician replaced the embovac with a competitor aspiration catheter in order to perform a pass at the newly occluded early frontal branch of the m1 segment. The pass was made in combination with the embotrap ii device, but the vessel could not be reopened. Imaging then showed re-occlusion at the distal m1 ¿for some reason,¿ so the physician performed an additional pass with the competitor aspiration catheter and a 4mm competitor stent retriever to obtain partial recanalization. There was another pass performed with the same system at the early frontal branch of the m1, but revascularization could not be obtained. The final / end of procedure thrombolysis in cerebral infarction (tici) score was 2a. A chikai guidewire (asahi intecc) and 9f optimo¿ balloon guide catheter (tokai medical) were also used during the procedure. The embovac had been delivered to the m1 segment. The physician commented that the inner lumen of the embovac catheter probably became crushed because suction had been performed three times.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular mechanical thrombectomy of a right middle cerebral artery (mca) (m2 segment) occlusion, three passes were made with a 132cm embovac 71 aspiration catheter (ic71132ca / 30546092), trevo trak 21 microcatheter (stryker), and embotrap ii revascularization device (unknown product code & lot number) but the early frontal branch of the m1 segment became blocked. There was partial reperfusion at the target occlusion but the early frontal branch m1 segment was newly blocked. The physician also noted after the third pass that the ¿relatively long catheter part¿ of the embovac was crushed and the concomitant trevo trak 21 microcatheter was not able to pass through the device. The physician replaced the embovac with a competitor aspiration catheter in order to perform a pass at the newly occluded early frontal branch of the m1 segment. The pass was made in combination with the embotrap ii device, but the vessel could not be reopened. Imaging then showed re-occlusion at the distal m1 ¿for some reason,¿ so the physician performed an additional pass with the competitor aspiration catheter and a 4mm competitor stent retriever to obtain partial recanalization. There was another pass performed with the same system at the early frontal branch of the m1, but revascularization could not be obtained. The final / end of procedure thrombolysis in cerebral infarction (tici) score was 2a. A chikai guidewire (asahi intecc) and 9f optimo¿ balloon guide catheter (tokai medical) were also used during the procedure. The embovac had been delivered to the m1 segment. The physician commented that the inner lumen of the embovac catheter probably became crushed because suction had been performed three times. Preliminary photo images of the complaint device were captured by the j&j japan affiliates. The pre-shipment photos were reviewed by the product analysis lab team. [Photo analysis]: based on the photos of the complaint device provided by the affiliate, it can be observed that the body of the 132cm embovac 71 aspiration catheter has multiple kinks and compressed areas. The distal body of the device is noted compressed and in stretched condition. No other damages were observed. The 132cm embovac 71 aspiration catheter was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 132cm embovac 71 aspiration catheter was received contained in a pouch. Visual inspection was performed. The returned complaint device was observed kinked at 39 inches from the proximal end. At 3 inches to 18 inches from the proximal end, the device was noted to be compressed. The braided mesh was compressed. No other damages nor anomalies were observed during the visual inspection. The observations made during the visual inspection of the returned complaint device is consistent with the review of the preliminary photo images of the device. Dimensional evaluation: the inner diameter (ID) and outer diameter (od) were measured and confirmed to be within specification. Hub ID = 0.0715 inch; specification: 0.071 inch minimum. Distal ID = 0.0715 inch; specification: 0.071 inch minimum. Actual microcatheter od = 0.0827 inch; specification: max. 0.0837 inch / min. 0.081 inch. A review of manufacturing documentation associated with this lot (30546092) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following precaution: exercise care in handling the embovac catheter to reduce the chance of accidental damage. The complaint reported that after the third pass, the ¿relatively long catheter part¿ of the embovac was crushed and the concomitant trevo trak 21 microcatheter was not able to pass through the device. As a result, the physician replaced the embovac with a competitor aspiration catheter. The reported issue was confirmed based on the observations made during the visual inspection. The exact cause of the kink and compressed condition of the complaint device cannot be conclusively determined, however, the physician commented that the inner lumen of the embovac catheter probably became crushed because suction had been performed three times. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00458 and 3011370111-2021-00113. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 15-oct-2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.